Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was some difficulty getting the lead next to the spinal cord placed during the surgery because, it was a little "tight." The patient came out of implant surgery on (B)(6) 2011 with extreme pain and paralysis in the fingers of her right hand and her right leg and foot. She also experienced numbness in her abdomen. The patient was unable to urinate and bowl movement was also a problem. A CT scan of the cervical area showed ossification of the posterior longitudinal ligament (opll). A laminectomy was scheduled to repair this problem and took place on (B)(6) 2011. The neurostimulator was left in place following the laminectomy, but has not been turned on. The patient remained at the hospital under pain management until (B)(6) 2011. The patient then was undergoing physician and occupational therapy in an effort to regain use of her right leg and hand. Additional information has been requested, but was not available as of the date of this report.